Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to dislodgement leading to high thresholds and low sensing. This lead was successfully replaced. No additional adverse patient effects.